Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a current fill estimate of 50 units instead of the expected value of less than 150 units. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support to use room temperature insulin when filling the cartridge but declined to load a new cartridge and will continue using the current one, understanding the instructions provided.